Event description:
Stryker was notified that the customer submitted a voluntary medwatch report (reference report number mw5107075). The following was reported: "defibrillator pads were applied to patient and were going to be used as initial assessment of rhythm; however, pads did not pick up rhythm. 2 sets of defibrillator pads did not function correctly." This MDR is for the first electrodes used. The medwatch report from the customer indicates intervention was required. However, the description of event has no evidence of an adverse patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Per medwatch report (reference report number mw5107075), patient information is not releasable. The device nor the electrodes were returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Manufacturer narrative:
The customer provided patient and updated information. Section a, fields a1, a2, and a3; section b field b5 and section d field c2/d10 concomitant product have been updated.

Event description:
Stryker was notified that the customer submitted a voluntary medwatch report (reference report number mw5107075). The following was reported: "defibrillator pads were applied to patient and were going to be used as initial assessment of rhythm; however, pads did not pick up rhythm. 2 sets of defibrillator pads did not function correctly." The patient was in asystole and no shock was required. This MDR is for the first electrodes used. The customer reported that the patient did pass away. The customer confirmed that there was no injuries to the patient as a result of the equipment failure. The issue was strictly with the pads and not other associated equipment. The patient did pass away but there were extenuating circumstances that led or caused the patient to pass away per physician notes.